Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts along the entire distal portion of the crimped stent were distorted, deformed and stretched over the distal markerband. It was noted that the proximal end of the stent was still in place. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft extrusion polymer profile. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation of a 4.00x38mm promus premier drug-eluting stent, the stent stripped off from the balloon. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation of a 4.00x38mm promus premier drug-eluting stent, the stent stripped off from the balloon. The procedure was completed with another of the same device. No patient complications were reported.